Manufacturer narrative:
H10. H3, h6: this was identified as a ¿study¿ case complaint. An unidentified anchor was used for treatment and was not returned for evaluation. Review was limited. All anchor instructions for use contain recommendations and precautionary statements for proper use of product. Use of excessive force with any instrument or device may cause failure or compromised success. No evidence suggests a direct link between the reported allegation and products used during the procedure. Complaint history review was unattainable without a valid product number family reported. Batch review was unattainable without a valid lot number reported. If further information becomes available, the complaint may be revisited. Since no patient harm is being alleged and no further harm is anticipated, no further medical assessment is warranted at this time.

Event description:
It was reported that during the procedure the anchor broke while being inserted into the greater tuberosity, half of the anchor remained in the bone and did provide functional support. There was a delay of 1 minute. It is unknown if a backup device was available and how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.